Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving infumorph (10 mg/ml at 2.4 mg/day) from an implanted pump. The indication for use was spinal pain. On 2016-06-06 it was reported that the patient had hyperbaric therapy done on (B)(6) 2016 and again on (B)(6) 2016. The patient dove to 2.5 ata on (B)(6) 2016 and felt a pop sensation over the pump area, at that time the session was stopped. Additional information was reported by the hcp via the company representative on 2016-06-08. The pump was explanted on (B)(6) 2016 as the patient had undergone hyperbaric treatment without notifying the rep or pump physician and a loud pop had been heard from the pump. The pump had been interrogated to ensure it was still working. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.